Event description:
Angiocath inserted via right internal jugular. Syringe attached and blood drawn for lab test. M.d. Removed needle. J shaped guidewire threaded without difficulty. Catheter removed over needle. It was noted that sheath was not attached to hub. Site explored. X-rays negative for foreign body.